Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/9/2018 actual suture was returned. The needle was not returned. The suture was examined along of strand and the insertion end was measured and did not meet the requirement. Suture was found to be within the required length requirements for this code.

Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2017 and suture was used. The needle pulled off during sewing urethra during the procedure. The needle was retrieved from the patient. Changed the new one to complete. There was no adverse patient outcome reported.